Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 8 kilopascal, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.